Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1218058-2020-00061. Evaluation results: the electrode were returned to zoll canada for evaluation and failed testing. The electrodes were scrapped and the customer received replacement pads to resolve the report. Analysis of reports of this type has not identified an increase in trend.